Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, there was hair inside the sterile box of a 6f avanti + transradial sheath introducer kit. The procedure was completed by changing to another device. There was no patient injury. The product was stored in a cabinet. There was no damage to the shipping box or to the outer product box. The hair was found in the packaging and was found after it had been received, stored in the lab and prior to using. There was no damage to the actual product. A coronary intervention procedure was being performed. One non-sterile 6f avanti + transradial sheath introducer kit was received for analysis. All the components were received out of their original tray/ package and appear unused. The hair involved in the complaint was not received for evaluation. The packaging was opened with the lid removed from the tray. A label with chinese writing symbols was observed attached to the outer surface of the tray. No other anomalies found. A product history record (phr) review of lot 17960142 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer ¿packaging/pouch/box-foreign material - in sterile package¿ was not confirmed. The foreign material (hair) was not received, and the packaging was opened with the closing lid removed from the tray. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿do not use if package is open or damaged. Note: ¿use before¿ or ¿use by¿ date prior to using product.¿ users are instructed to carefully examine packages and devices prior to use. Neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
There was hair inside of the sterile box of a 6f avanti + transradial sheath introducer kit. The procedure was completed by changing to another device. There was no patient injury. The product was stored in a cabinet. There was no damage to the shipping box or to the outer product box. The hair was found in the packaging and was found after it had been received, stored in the lab and prior to using. There was no damage to the actual product. A coronary intervention procedure was being performed. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.